Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump was not working. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response at act button due to unlocked j2 connector on lcd board. No button error alarm during testing.